Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor compared to readings obtained on an adc meter. The customer obtained unspecified lower sensor readings and experienced a loss of consciousness; however, no additional details were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 57 mg/dl was taken in comparison to a reading of 170 mg/dl obtained on the adc meter, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.

Event description:
A low reading issue was reported with the freestyle libre sensor compared to readings obtained on an adc meter. The customer obtained unspecified lower sensor readings and experienced a loss of consciousness; however, no additional details were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 57 mg/dl was taken in comparison to a reading of 170 mg/dl obtained on the adc meter, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre sensor compared to readings obtained on an adc meter. The customer obtained unspecified lower sensor readings and experienced a loss of consciousness; however, no additional details were provided. There was no report of death or permanent injury associated with this event. A sensor scan of 57 mg/dl was taken in comparison to a reading of 170 mg/dl obtained on the adc meter, and the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant. It is unknown when these readings were taken in relation to the reported event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Contamination was observed on the pcba(printed circuit board assembly). The debris observed is most likely the aftermath of the sensor plug being removed during product return investigation as the debris may have dislodged from the sensor plug or sensor housing and landed in the pcba triangle indicating it was not present prior to its removal. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Additional testing has been performed for this issue, and poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Extended investigation has been performed on the returned sensor. Observed discoloration on the plug contact points. The discoloration appears to be small variations in the gold-plating process during manufacturing. Pqe determined the discoloration observed was not severe enough not severe enough to have any impact on the sensors accuracy. No issues were found during testing, therefore, this issue is not confirmed. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.